Event description:
Device tested out of specification during manufacturer's analysis. Additional information received from a health care professional indicates that the patient's death was not device related. It was a non-cardiac death due to status epileptus.